Event description:
It was reported that the trial patient felt stimulation in her labia and buttocks. The patient also had to increase stimulation after the lead was ¿pulled.¿ the lead was pulled out four inches ¿about five minutes ago.¿ the patient saw blood around the lead site. About two weeks later, it was reported that the cause of the event was that the patient pulled on the ¿extension lead.¿ the event was attributed to the extension and it had dislodged or migrated. A diagnostic image on (B)(6) 2013 showed the permanent lead in place and the ¿extension lead¿ stretched. The signs and symptoms associated with the event were a tingling sensation at the site of the ¿extension lead¿ connector. Hospitalization was not required and there was no patient injury.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).